Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage was found inside pump.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 180 mg/dl. The customer stated that the pump was sitting on the sink but not in any water. The customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.